Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported hearing intermittent alert tones. There was no message displayed within the ccm message area or on the auxiliary tab. The device was used for the duration of the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.